Event description:
A customer reported a cartridge alarm 30, which led to a visit to the emergency room or hospital. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event, and follow-up attempts had already been completed by the technical support team.